Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 42 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had pump error alarm. The customer¿s blood glucose level was 12.4 mmol/l at the time of the incident. Customer stated that alarm could be caused by high magnetic field. Self test was performed and it was passed and pump error reoccurred. The insulin pump will be returned for analysis.